Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The blood glucose results was 71 mg/dl. Only one result documented. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.